Event description:
Two catheters broke apart and 4.3cm remains in the patients back. Additional information: it happened with different patients around the same time.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Two catheters broke apart and 4.3cm remains in the patients back. Additional information: it happened with different patients around the same time.

Manufacturer narrative:
Qn#(B)(4). The customer reported the catheter separated during use. The customer returned one snaplock assembly and an epidural catheter. The returned components were received connected together (reference attached inp1900090862). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils and adhesive material can be seen on the outer extrusion. The returned catheter appears to be stretched at the distal. No other defects or anomalies were observed. A dimensional inspection was performed on the returned catheter using a ruler (10171599). The returned catheter extrusion measures approximately 94.2cm. The extrusion and coil wire appear to be stretched. None of the catheter appears to be missing as the distal and proximal ends of the catheter are intact. With the stretching, the catheter is just outside the specification of 88.5-91.5 cm per graphic kz-05400-030 rev. 05 and kz-05400-002 rev. 10. Specifications per graphic kz-05400-030 rev. 5 and kz-05400-002 rev 10 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109b rev. 2, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull-on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal.". A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of epidural catheter separated during use could not be confirmed based upon the sample received. Visual examination and dimensional inspection of the returned catheter did reveal the catheter appeared to be stretched, however, the catheter was intact and none of the returned catheter appeared to be missing. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. It is unknown how the catheter was handled prior to and during use. Therefore, the potential cause of this complaint could not be determined based on the information provided and the condition of the sample received.

Manufacturer narrative:
Qn#(B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
Two catheters broke apart and 4.3cm remains in the patients back. Additional information: it happened with different patients around the same time.